Event description:
The customer reported being hospitalized for diabetes ketoacidosis and high blood glucose of 600 mg/dl. The customer stated that she was vomiting prior to her admission. The customer also stated that she removed the infusion set and the cannula was bent. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.